Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Customer could not provide serial number.

Event description:
It was reported to philips that the device has a "socket fault." No further information was provided. There was no reported patient involvement.

Manufacturer narrative:
Wrong product number was used and is no longer reportable.